Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the osteo-site bone biopsy needle broke off during the case. There were no adverse effects reported due to the event and no report of an additional procedure.